Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 9471643 (left): manufacturing date: june 09, 2020. Expiration date: june 04, 2024. Lot 9535385 (right): manufacturing date: january 28, 2021. Expiration date: january 20, 2025. UDI number (field d4): right side:(B)(4). Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 600cc mentor smooth round moderate plus profile on both sides and experienced unknown side deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Patient hung up while transfer of call. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed. Left side is being reported as the ruptured one on this form until further information / clarification becomes available. Left catalog number 3502600. Left serial number (B)(6). Right catalog number 3502600. Right serial number (B)(6). Both side information has been added on this form. If/when confirmation is received, supplemental report will be submitted.